Event description:
A malfunction alarm with code malf 9 occurred, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction in the previous 24 hours, so technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised they could continue using the pump. If the malfunction code appeared again, they were instructed to call back, and the customer confirmed they understood these instructions.